Event description:
It was reported that the patient's blood pressure was low during an afib ablation procedure. Fluoroscopy confirmed a pericardial effusion. A pericardiocentesis was performed and they extracted in excess of 700 cc of fluid. The patient was taken to the operating room.

Manufacturer narrative:
According to the (B)(4), the hospital does not require the bwi equipment that was involved with the patient incident to be functionally tested by bwi. The physician indicated that the incident was not caused by any bwi equipment or products. Customer determined that the bwi equipment is ready for use. No further information about the patient or the procedure was provided by the facility. When the product is returned to bwi in the future, an analysis will be performed and a 3500a supplemental will be submitted as required. Concomitant products: carto 3 system, catalog # fg540000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); lasso 2515 variable circular mapping catheter, catalog # d7l202515rt, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint cannot be confirmed.